Event description:
It has been reported to philips the aeds located at several elementary schools were setting off alarms at similar times. Pressed the I-button on the AED that alarmed, ""remove & reinstall battery"" message occurred. The alarm returns when the battery is reinstalled, but the same alarm occurs again a month later. The customer is very confused because the same symptoms occurred in several aeds that were delivered at the same time.

Manufacturer narrative:
This complaint has been deemed a duplicate of (B)(4). Device investigation will take place on (B)(4).